Event description:
It was reported that prior to a case, when the navio was powered on, a black screen appeared that said, "an error occurred during initialization: system memory error. (Errcode = 8)". Took the computer out, removed the video card, and double checked that the memory cards in the computer were properly seated. Both memory cards locked into place, as did the video card. When everything was reassembled and the system was turned back on, the elo monitor no longer recognized the computer - the led on the monitor stayed orange. The navio also did not run its integrity tests when it was powered back on. The navio case was aborted and the procedure was converted to manual.

Manufacturer narrative:
The device was intended to be used in treatment and was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides troubleshooting steps for computer issues. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The returned computer was connected to a system and it did not boot up. The memory cards were checked to make sure that they were seated properly. The cpu was then booted with only one memory card at a time. With one card, it would properly boot and with the other card, the system would not boot up as before. Then the same thing was done with one memory card at a time in the other memory card slot, and the same thing occurred as before. Then, both cards were inserted and the system booted up. This behavior is likely indicative of a hardware fault, however we cannot confirm this as this is a supplied part. It was also noted by the reporter that they removed the graphics card on the field to make sure the memory card was seated. Prior to removing the card, the system would boot up to show the error and after, it would not boot up at all. It is also possible that the reporter did not properly ground herself before removing the card, causing esd damage. The root cause was undetermined after investigation. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned during initialization and resulted in the case being subsequently aborted/converted to a manual procedure, as troubleshooting steps were unsuccessful. Per the field report, there was an unspecified surgical delay; however, no patient injury / impact was reported. Therefore, no further medical assessment is warranted at this time.